Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unexpected restart and memory/history anomaly after battery change due to faulty interface board. The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot and stained end cap sticker.